Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 6 was not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 was not detected on the communication bus, and a restart of the station did not resolve the issue. The field service engineer (fse) opened the rear panel of the device and observed no indicator lights on the drawer six controller card. The fse powered down the device, replaced the drawer controller card, and rebooted the unit; however, the drawer was still not detected. The fse then replaced the communication bus card and rebooted the device again. Following this, the fse confirmed that the drawer was successfully detected and configured. The fse validated functionality through testing, and the customer successfully completed medication inventory without any issues, confirming normal operation. The system functioned as intended after field service engineer repaired the device.